Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, +4.00/+6.00/163 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient experienced a refractive surprise. The lens remains implanted and it is planned to exchange the lens. The patient's best-corrected visual acuity (bcva) is 20/25.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Conclusion: as per dfu for this lens model, implantation of this lens in a keratoconus eye is contraindicated. Patient was reported to have a keratoconus eye at the time of implantation. (B)(4).